Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm during manual prime. Insulin was not exited during 5 unit fixed prime or fill cannula. Insulin did not exit with plunger push. Insulin exited tubing with plunger priming. Insulin pump alarmed during manual prime. Insulin was not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. The customer was able to exit the load reservoir process or preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.